Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a hypoglycemic event was reported. Date of issue is an approximation. The patient stated they woke up in a pool of sweat and when she looked at her dexcom, she noticed a sensor error that was displayed on the screen. The patient began to feel dazed and confused and began to have a seizure. The patient stated she was able to pull herself through the seizure and treated herself with gummy bears and gatorade. At the time of contact, the patient was in stable condition. No additional patient or event information is available.